Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device therapy test failed. There is no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy capacitance. The reported problem was confirmed. The device was operational after defective assy capacitance is replaced with a new one. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.